Manufacturer narrative:
Other text: three pictures and one used cassette reservoir sample were received to perform an investigation. Visual inspection of the pictures found air in the tube. The complaint sample was visually inspected at 12 to 16 inches under normal conditions of illumination. The sample tubing was connected to a pump. The unit was primed and connected without difficulty. The pump was set to run and no alarm was activated. The reported problem was unable to be confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. Additional information g3. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that during the use of the product, the customer dropped them (an infusion pump and a medication cassette) by mistake. At that time, he noticed some air bubbles were mixed up in the infusion line. So he stopped using the products. No patient injury.